Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at 5:30 pm. Due to the alleged issue, the patient reportedly skipped 3 doses of sliding-scale humalog insulin. Twelve hours after the alleged issue began, the patient claimed that she developed symptoms of blurred vision, lightheadedness, and nausea. The patient denied that she received any treatment because of the alleged issue. The alleged power issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of blurred vision which can be associated with a serious injury 12 hours after the alleged issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a crystal failure at x2. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
After pump replacement surgery in (B)(6) 2009, the pt was sick for one year. The pt experienced "pain and suffering" for an entire year due to the pump. The pump was recently replaced because it "hadn't been working". The reporter did not know why the pump was explanted but stated "it stopped working." The pump delivered morphine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.